Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap ventral hernia procedure , the device was not loading properly with a crunching sound. It was not firing after the 2nd reload was put on. There were difficulties with loading the reload onto the handle. There were also difficulty in pressing the "push to reload" button and navigating the lock and unlock button. No negative impact on the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was disrupted. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit. However because no single use loading unit was received, it cannot be determined if the disrupted timing is a result of improper loading of a single use loading unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available, the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.